Manufacturer narrative:
Device eval summary: greatbatch medical has received a total of four separate complaints for the z flex-270 steerable sheath (z flex) in which the returned product displayed ptfe liner damage in the inner lumen of the sheath. The ptfe liner damage was approx 2-3 mm in length in the distal tip flex area near the flattened pull wire and composite tube exit. The manufacturing procedures were reviewed; there are 100% lot inspection steps for checking the inner lumen of the sheath with a boroscope for defects and ptfe liner damage. There is no evidence suggesting the manufacturing or assembly steps are contributing to the damaged liner. Attempts to replicate the failure of the ptfe liner were performed using unadulterated z flex devices. Testing included sheath deflection cycle testing, multiple insertions and retractions of a cryoablation balloon catheter through the sheath tip, and sheath tip constraint testing. Results showed no degradation to the liner or composite tube. Additional investigations are still in process. This MDR will be updated once final investigation results are available.

Event description:
During use of the z flex steerable sheath it was observed that the tip of the sheath was deformed and was removed from the pt and another catheter was used to complete the procedure. No adverse pt effects were reported.